Event description:
Patient was noted to be having seizure activity. A minimal amount of blood was seen dripping from the blood pump part of the machine. Air was noted in the extracorporeal system. The patient arrested. She responded immediately to CPR. The patient was sent to the hospital. She is now back at the facility. It was found that the door on the blood pump opens from right to left and opens very easily. The blood pump does not shut off when the door opens. The arterial blood line also is treaded through the door and is pulled out when the door opens. This pulls the lines out of the roller where they are split by the guide rollers. This was duplicated by the technician department on another machinedevice not labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: none or unknown. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.